Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon second inflation at 10 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon second inflation at 10 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).